Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported the lead dislodged. The lead was explanted and replaced. During replacement, it was noticed that the sleeve was not totally fixed, and after explant, the lead was filled with blood. No patient complications were reported as a result of this event, and the patient outcome was noted to be 'good' following the replacement procedure.